Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (1.0 mg/ml at 0.1999 mg/day) and bupivacaine (30.0 mg/ml at 5.996 mg/day) via an implantable pump for an unknown indication for use. It was reported that during a scheduled pump procedure on (B)(6) 2017, a catheter fracture at the pump connector was observed. The catheter was spliced to remedy the fracture. The device diagnosis was a catheter break/cut. The event was related to the device/therapy (lumbar/pump portion of the catheter). The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2017. There were no reported symptoms. (Omitted information contained in (B)(4) pump inversion; unable to connect ptm and (B)(4) / motor stall (B)(6)).

Manufacturer narrative:
Analysis of the catheter found a procedural non-conformance of the catheter body that had significant twisting that may have affected infusion. : eval code-conclusion no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.